Manufacturer narrative:
The device was not in use on a patient. No patient or user harm was reported.

Event description:
The customer reported the unit was not charging. The light emitting diode (led) on the keypad was not showing it to be charging. The customer confirmed there was good power to the power supply, and the power was not out. The remote service engineer (rse) discussed power supply replacement. The device was not in use on a patient. No patient or user harm was reported.

Manufacturer narrative:
During device evaluation, the customer confirmed that the unit was not operating on alternating current (ac) power but was operating on battery power only. Multiple attempts to retrieve device repair, and operational status has yielded no response from the customer. It is unknown if any part was replaced or if repair has been conducted. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.